Manufacturer narrative:
The cori drill attachment p/n rob10015 sn (B)(6), intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The cori user manual describes a process to assemble the drill properly. Cori user manual indicates, "slide the ring of the rotatable robotic drill tracker over the nose of the robotic drill body. Slide the robotic drill attachment over the nose on the end of the robotic drill and into the robotic drill locking collar. Turn the robotic drill attachment clockwise until it snaps into its detent to secure it to the robotic drill. A complaint history review for similar complaints has identified prior events. Visual analysis of customer submitted photo confirmed the complaint event. Visual inspection of the device revealed the drill wiper is severely deformed and mishapped. A functional evaluation was performed. A drill test was run and the test failed. The drill attachment is mishapped causing friction against the bur. The complaint was confirmed. A factor that may have contributed to the event may have been, 1) bur insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, the ri robotic drill attachment white part was broken. No pieces fell inside the patient. The procedure was completed with the same device and there was no delay due to the issue since it was noticed after a cori-assisted tka surgery.